Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead migrated and they no longer had effective stimulation. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was re-positioned into the correct location. Follow up indicated the patient was doing well postoperatively.